Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that blood glucose (bg) was 468 mg/dl and manual injections were administered to address bg. Pump system check was performed and air bubbles were observed. Tandem technical support informed the customer to prime the tubing until the air is gone. Reportedly, customer changed out the infusion set.